Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose levels were 600 mg/dl and 330 mg/dl, 149 mg/dl. Customer stated auto mode feature was not active at the time of incident. Customer stated lid on the battery cap was hammered. The insulin pump will not be returned for analysis.